Manufacturer narrative:
(B)(4) (no code available) refers to forward firing of the side firing surgical fiber; a code request has been submitted.

Event description:
It was reported that during a prostate procedure, forward firing was observed @ 18:36 minutes of use. 83,516 joules. There were "no damages to the patient" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild char; the metal cap exhibits scratch marks. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.